Event description:
It was reported "leaking in the tuohy-borst lock". At the time of this report there has been no additional information received surrounding this event.

Manufacturer narrative:
(B)(4). The reported complaint for the "leaking in the tuohy-borst lock" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "leaking in the tuohy-borst lock". At the time of this report there has been no additional information received surrounding this event.